Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred with multiple cartridges and did not clear for over two hours. No notable events or reported altitude changes occurred prior to the alarms. The customer's blood glucose was reportedly in the 400 mg/dl range. Reportedly, the alarm eventually cleared and the customer was able to successfully load a new cartridge and resume insulin delivery on the pump.